Event description:
It is reported that a target was not entered when initial calculations for the lens were performed thus, the lens was explanted and replaced with a lens of a different diopter.

Manufacturer narrative:
(B)(4). Lens was received for return cut in two portions. A visual inspection was performed with the findings as follows: the surface of the lens showed marks, fibers, particles and other contaminants. One loop was found distorted due to handling of the explant lens process. No other cosmetic defects were found during the visual inspection. The condition of the lens is consistent with an intraocular lens that has been explanted and returned for evaluation. The results of optical inspections performed were found within product specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.